Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to deploy thumb advancer and related incomplete sheath splitting were confirmed. The reported difficulty to deploy thumb advancer, noted bent garage leaves, torn/carved exchange sheath and bent flex guide appear to be related to the resistance with the moderately calcified lesion. Reportedly, the arteriotomy closure of a moderately calcified common femoral artery was attempted. It should be noted that the starclose instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. The treatment appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances for the reported lot. A query/review of the complaint history of the reported lot did not indicate lot specific product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other starclose se device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, there were problems while splitting the sheath. Suddenly the thumb advancer was not able to move forward or backward due to resistance; sheath splitting was not completed. The safety release mechanism was used to remove the device. A second starclose se device from the same lot was used with the same results. A third starclose se device from the same lot was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.